Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("micro inserts had migrated from her fallopian tubes") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), abdominal pain lower ("lower abdominal pain / cramping when not menstruating"), pelvic pain ("pelvic pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), mood swings ("mood swings") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy (uterus, cervix, and tubes were removed)). Essure was withdrawn. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, dyspareunia, fatigue, mood swings and weight fluctuation had resolved and the back pain and arthralgia had not resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, back pain, arthralgia, dyspareunia, fatigue, mood swings and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was full occlusion of tubes. In (B)(6) 2015: ultrasound scan result was inserts had migrated from tubes. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that micro inserts had migrated from her fallopian tubes. A total hysterectomy with bilateral salpingectomy (uterus, cervix, and tubes were removed) was performed. The event is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that micro inserts had migrated from her fallopian tubes. A total hysterectomy with bilateral salpingectomy (uterus, cervix, and tubes were removed) was performed. The event is regarded as anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("micro inserts had migrated from her fallopian tubes") and menorrhagia ("heavy bleeding during mesntruation / prolonged menses, abnormal bleeding (vaginal, menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 2 months 14 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during mesntruation, dysmenorrhea (cramping)"), pelvic pain ("pelvic pain, pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain / cramping when not menstruating"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), mood swings ("mood swings") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy (uterus, cervix, and tubes were removed)) and surgery (ablations). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, pelvic pain, dyspareunia, fatigue, mood swings, weight fluctuation, vaginal haemorrhage, weight increased and weight decreased had resolved and the abdominal pain lower, back pain and arthralgia had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of both fallopian tubes. Ultrasound scan - in (B)(6) 2015: inserts had migarted from tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporter, patient demographic information, product indication, onset date updated, new events vaginal haemorrhage, weight increased and weight decreased added. Outcome for the events vaginal haemorrhage, weight increased and weight decreased added as recovered / resolved and for abdominal pain lower outcome updated to not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.